Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose reading was at 348 mg/dl with moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, the pump alarmed for loss of prime with cartridges from different boxes. The reporter was able to complete prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Trouble shooting was unable to resolve the reported prime issue. This complaint is being reported because the patient experienced severe hyperglycemia related to a prime issue of unknown causes.